Event description:
Related manufacturing reference number: 2017865-2022-21309. It was reported that the patient presented in the emergency room (ER). It was noted that the implantable cardioverter defibrillator (ICD) was post sensed t-wave over-sensing (pstwos), and the right atrial (ra) lead had high pacing impedance. The patient was asymptomatic. The ICD system was replaced with a leadless system on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
Corrected data: d6a; implant stated in previous report was 09 may 2016, but it supposed to be 19 may 2016.